Event description:
It was reported to boston scientific corporation on october 23, 2008, that a hydrothermablator (hta) IV pole was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, there is a problem with the IV pole; the hta keeps saying unit is filling, and then fluid shoots out of the top of the reservoir. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch report will be filed.